Event description:
It was reported that this lead was explanted due to oversensing approx. 56 months after the implantation. A fracture was observed after the lead was explanted.

Manufacturer narrative:
Upon receipt, the lead was found cut into fragments. Two fragments were received for analysis that were still connected by the inner conductor coil, however, a proximal part of the lead body including the df4 connector pin is missing. The performance of the lead fragments was scrutinized. The analysis revealed multiple signs of wear along the lead body. In the distal area the insulation was found rubbed through and the rv shock coil conductor cable was exposed at this position. This damage can be considered the root cause of the clinical observation of oversensing. Calcified appearing tissue residuals were found on the rv shock coil. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. Further damages found on the lead such as cuts in the insulation and a cut through rv coil conductor cable most likely originated from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.